Event description:
The patient experienced a return of her symptoms including pain in her legs and a return of her tremor on her right side. The implantable neurostimulator (ins) on her left side was turning off intermittently. The right side ins was fine. The patient suspected interference from her refrigerator was causing the ins to turn off. The patient also experienced a shocking or jolting sensation when she turned the left side ins back on. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).